Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("persistent bleeding/ abnormal bleeding") in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, delivery in 2000, delivery on (B)(6) 2004, genital bleeding, lower abdominal pain on (B)(6) 2006, low back pain on (B)(6)2006, endometrial ablation on (B)(6) 2006, abdominal pain on (B)(6) 2016, gas pain, libido decreased on (B)(6) 2006, female sexual dysfunction on (B)(6) 2006, vaginal irritation on (B)(6) 2006, infection on (B)(6) 2007, urine odour abnormal on (B)(6) 2007, vaginal discharge on (B)(6) 2007, bacterial vaginosis on (B)(6) 2007, depression on (B)(6) 2014, allergic reaction to analgesics on (B)(6) 2014, hives on (B)(6) 2014, asthma on (B)(6) 2014, herpes nos on (B)(6) 2014 and carpal tunnel syndrome on (B)(6) 2014. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included body mass index normal, smoker since (B)(6) 2006 and alcohol use since (B)(6) 2006. Family history included migraine (mother) on (B)(6) 2015 and hypertension (maternal grandmother) on (B)(6) 2015. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("pain"). In 2007, the patient experienced migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In 2008, the patient experienced alopecia ("hair loss"). On an unknown date, error in f_format_time_interval:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1990 after insertion of essure (ess205), the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), depression ("depression"), loss of libido ("loss of libido"), weight increased ("weight gain"), dyspareunia ("pain during intercourse milder pain after intercourse"), abdominal pain ("abdominal pain about 15 days out of the month sharp stabbing pain then dull ache") and uterine leiomyoma ("fibroid in uterus"). On an unknown date, the patient experienced hormone level abnormal ("hormonal changes"). The patient was treated with surgery (supracervical hysterectomy). Essure (ess205) was removed in 2008. At the time of the report, the genital haemorrhage, pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, depression, loss of libido, migraine, headache, vaginal discharge, weight increased, alopecia, dyspareunia, abdominal pain and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, alopecia, depression, dyspareunia, genital haemorrhage, headache, hormone level abnormal, loss of libido, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: essure confirmation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received- reporter information , other relevant history, lab data , new event hormonal changes, abnormal bleeding vaginal, menorrhagia, depression, loss of libido, migraines, headaches, vaginal discharge, weight gain, hair loss, pain during intercourse milder pain after intercourse, abdominal pain, fibroid in uterus were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.